Event description:
The proximal tip of the tempo 4 (451430h0) sim 1 angiographic catheter was broken off inside the package. The product will be returned.

Manufacturer narrative:
Please note that this device has been received for analysis, but analysis has not been completed as stated in section. Additional information has been requested and will be submitted within 30 days of receipt.